Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified to be underweight, a broken shell, and brown particles. A microscopic analysis was performed which identified a sharp broken edge assessed as unidentified tear opening and a missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp broken on posterior due to an unidentified (tear) opening and missing piece of the shell due to inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device was explanted.